Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04223. It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The patient presented with a myocardial infarction and was recommended for cardiac catheterization. The index procedure treated two lesions. The first lesion was a 90% stenosed, 3.0x46mm target lesion located in the bifurcation of the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of two taxus liberte study stents (3.0x32mm, 3.0x24mm). Post stent deployment, use of ivus revealed incomplete apposition of the study stents which was treated with post-dilations resulting in 0% residual stenosis. The 2nd target lesion was a 80% stenosed, 3.0x28mm target lesion located in the distal left circumflex (lcx) artery. Treatment placed a 3.0x32mm taxus liberte stent using a direct stent technique and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Six days post the index procedure, the patient developed a drug related rash which was treated with medication. Per the physician, the rash event was listed as "unrelated" to the study stents but the relation to the antiplatelet therapy was listed as "highly probable".

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)